Manufacturer narrative:
The device was rec'd. Investigation is not complete. The device history was downloaded at the user facility. A review of the device history indicated on (B)(4) 2011 at 1837, the device was programmed for tpn, with taper up and down, for a 16 hour duration, and a 4050ml container size. A new date stamp on (B)(4) 2011 occurred. At 0002, the device was powered on. At 0007, the delivery was started and taper up occurred. At 0014, a distal occlusion alarm occurred. At 0108, end taper up. Between 1508 and 1608, taper down and an end of infusion alarm occurred. At 1613, the infusion was stopped. At 1617, pump powered off. A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt rec'd less medication than intended. On 01/28/2011 at an unspecified time, the device was programmed to deliver tpn (total parenteral nutrition) with lipids, with a 4000ml vtbi (volume to be infused), a 1hr taper up, 1hr taper down, a duration of 16 hours, and a 4050ml container size. At an unspecified time, the delivery was started. After an unspecified length of time, the pt's wife reported there was 600ml remaining in the container instead of the expected 50-100ml. The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were reported. Through requested, no additional information was provided.